Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the coupling-shaft had broken off in the drill chuck. It was further determined that the device failed pretest for untrue running, and noticeable noise and performance. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure from normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported that the chuck with key device was off balance and getting stuck. During in-house engineering evaluation it was observed that the coupling shaft had broken off inside the drill chuck. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.